Event description:
It is reported that while processing receipt of new consignment, I noticed a hole in the bottom of the box. Hospital will not accept as is.

Manufacturer narrative:
Evaluation summary: as returned, the outer carton appears to have been punctured along the bottom of the packaging material. The shrink wrap material has not been punctured completely through but shows evidence of abrasion. It is likely, that the device experienced some type of extreme transit damage after distribution that caused the hole in the carton. Device history records indicate device manufactured to specification. The manufactured lot was fully distributed without any further reports of this kind.